Event description:
It was reported a pt fell off the stretcher while attempting to turn over. The user facility did not have the siderails raised.

Manufacturer narrative:
The purpose of the siderails is to prevent a pt from inadvertently falling off the stretcher, which is the alleged event reported. Upon evaluation of the unit, a follow-up report will be filed accordingly.